Event description:
An (B)(4) was received reporting that a vns pt had erosion of lead silicon sheet of their first device ((B)(6) 2001). No adverse events were reported and the pt's seizures were increased but reported to be at their baseline rate. Good faith attempts are underway to determine what erosion of the silicon sheet means. It is unk if this is a extrusion issue through the skin or a device issue against the lead body.